Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced an inguinal hernia. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Internal and external inspection was performed and no issues were noted. Sample analysis found no device malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia had worsened with peritoneal dialysis therapy. On an unknown date in the month prior to receipt of this report, the patient was hospitalized for an unrelated event. On an unreported date in the same month this report was received, dianeal therapy was discontinued and the patient was started on hemodialysis due to the inguinal hernia. Hemodialysis therapy was planned to continue until the hernia repair surgical procedure was completed. A hernia surgical repair procedure was planned for the same month this report was received. Seven days prior to the receipt of this report, the hospitalization ended. The patient was not recovered from the event. No additional information is available.